Event description:
Reporter stated they went course for this device which has minimal prep as well as a warranty last usually lasts for five years. Placed 10 veneers in 2008. The following month, patient presented with one veneer chipped. Called rep and they instructed reporter to take a mold and send it to them and they would replace veneer. The following week patient presented with 5 more broken veneers. Reporter called rep and again instructed to take mold and send it to rep. Reporter requested that a rep was present for the insertion of the 6 new veneers. Rep was present said insertion technique was correct and as they were leaving the rep told the reporter to make sure they adjust the bite, after rep left device chipped in the same month. Called rep and instructed to take mold and return mold back to them. Veneers shipped to reporter code, items were not payed for. Reporter concerned because now they have a collection against them regarding payment for veneers but reporter says they were led to believe veneers were covered in warranty, and the company rep said there would not be a charge. Reporter ended up using new lab/manufacturer to finish patient's dental work because of the failed product. Reporter voiced additional concerns because this product is being advertised to patient's but this product doesn't hold-up.